Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, sterilizable handle has detached during the procedure. There was no injury reported however we decided to report the issue in abundance of caution as any falling parts might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the issue. The device was being used for the patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The separation of the central handle was caused by a deterioration of the handle holder. To prevent such incident, the installing or removing of the sterilizable handle is described in the user manual. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 22nd may, 2020 getinge became aware of an issue with one of surgical lights - hled. As it was stated, sterilizable handle has detached during the procedure. There was no injury reported however we decided to report the issue in abundance of caution as any falling parts might cause contamination.